Manufacturer narrative:
Evaluation summary: the everflex entrust stent delivery system, (sds), was received for evaluation. No ancillary devices, photographic images, or cine images from the procedure were received. The returned entrust sds exhibited separation of the catheter from the handle, the pull cable being pulled out of its bond with the outer sheath, and the red safety tube exhibited torsional twisting. The torsional twisting was consistent with the entrust sds handle being torqued multiple rotations. Torqued multiple rotations caused the pull cable to wrap around the safety tube and pull cable. When the safety tab and tube were removed the pull cable was wrapped spirally around the inner guidewire lumen. Advancing the thumb wheel while the pull cable was wrapped spirally around the safety tube would have led to the failure of the pull cable to outer sheath bond. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an everflex entrust to treat a lesion in the superficial femoral artery(sfa). The device was prepped as per the IFU with no issues identified. The procedure used a 0/035" guidewire and a 7 fr sheath. No embolic protection was used. The lock pin and thumbscrew were checked and intact prior to the procedure. There were no difficulties reported advancing the device. The lock pin was removed after positioning the stent and before deployment. About 5 cm into the deployment of the stent, the thumb wheel became stuck. It was reported the physician had to break the handle of the device to pull and deploy the stent system. During this manipulation the stent became stretched and deployed above the puncture site. The physician performed a cutdown of the artery to retrieve the stent material that had protruded out at the access site. The artery was closed using a vein patch. The patient is reported to be doing well.